Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, stent damage occurred. Vascular access was obtained via the right arm. The > 60% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery (rca). This 8x4.00 omega stent was selected; however, the device was unable to cross the lesion and the stent became flared during removal. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).